Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found several marks on the body of the needle and it was bent at the middle of the body of the needle by the use of a needle holder. The sample condition suggests an improper handling of the needle/suture.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The needle bent during the procedure. There were no adverse patient consequences reported.